Manufacturer narrative:
(B)(4). Date sent: 11/04/2020. Per photographic evaluation: upon visual inspection of one video and one photo, the following was observed: the video shows a device with a green reload loaded and the retaining pin was not connected to the coupler and pushrod. This condition is caused due to the reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The photo shows a green reload loaded on the device and all driver can be seen up. Based on the video the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Manufacturer narrative:
(B)(4). Date sent: 01/20/2021. D4: batch # u5a24z. H6: component code = mechanical (g04). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cs40g device was received with the pushrod bent and with a reload present. The reload was received void of staples, with the washer uncut and with the knife recess below the reload deck. The retainer pin coupler was noted to be damaged. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. It should be noted that product failure is multifactorial. The damaged pushrod was a result of cartridge was not properly aligned inside the anvil head of the stapler device during the closing of the stapler device with automatic retaining pin advancement and the stapler device was still able to latch closed. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Photo/video was received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. If further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported, on (B)(6) 2020, a resection surgery was performed by rectal cancer, the patient (B)(6) - (B)(6) years old, and with diagnosis of cancer of upper medium rectius. The surgery had evolved with total normality until the time to resection of the rectum and sigmoids of the patient, which cs40g- new- from lot: u9334x would be used, the following happening: at the time of stapling, the device did not work properly, the safety pin did not slide normally, having difficulty with it, despite the fact that surgeon tried to accommodate as usual, and the fact that doctor has knowledge to use the material, it came down with difficulty. At the time of closing the device for stapling it did not fit well, and there was no characteristic sound that it has at the time of use. Finally the tissue was not stapled, it was only cut, and the safety pin did not return to the initial position, having the surgeon to do it manually. The stapling had to be done again with another cr40g refill, and another used cs40g stapler, leaving only with this device stapling, cutting the rectum, and sigmoid portion.